Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 283 mg/dl following a same-day infusion set and supply change, with no reported contributing meals, activity, illness, medications, or insulin issues; troubleshooting included tubing testing and a site and cannula replacement, after which insulin delivery resumed and glucose decreased to 233 mg/dl, while a bent cannula could not be confirmed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information about a specific device problem, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.